Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a blank display. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer stated that the insulin pump had a motor error alarm and it kept on shutting off. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process due to blank display issue. Customer also reported that a replacement battery cap did not resolve the insulin pump blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted. Drive support cap was inspected and no anomaly was noted. Pump received with corroded battery tube noted.